Event description:
A customer contacted (B)(4) regarding assistance with the homechoice (hc) unit. Per the initial report, the care giver (cg) stated that one of the bags fell off and became unspiked. (B)(4) assisted the cg with explaining that the supplies are now compromised and will need to start over with new supplies. The cg knew this and has already disconnected the hp. The cg just needed assistance with ending therapy. (B)(4) assisted the cg through the ending therapy early procedure. The cg ended therapy and will start over with new supplies. Product surveillance contacted the cg on (B)(6) 2010 and she stated that the bags fell off because the hp did not set up the bags properly causing it to become unspiked. She stated that they ended therapy and started over with new supplies. She does not have the cassette sample and does not recall the lot number. She stated that the hp is doing well and resuming therapy as usual. There was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded.